Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and and failure analysis investigations could not replicate or confirm the customer-reported complaint. The reported problem was not confirmed using system logs. Upon visual inspection, the unit¿s cover was found to be scratched; otherwise, the unit is in good condition. The erbe was tested using the system, successfully cauterizing all ports and recognizing all instruments. The erbe will be sent to the original equipment manufacturer (OEM) for further investigation. The probable root cause of customer reported issues may be attributed to various factors. The neutral electrode (e.g., grounding pad) may not be connected to the generator, may be defective, or may have poor contact with the patient¿s surface. This error can be resolved through troubleshooting or replacement of the defective parts.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure that the surgeon was unable to use cautery, and the grounding pad had a red icon. The intuitive tech support engineer (tse) found no related errors. The customer tried a total of three grounding pads. The tse had the customer open a new pad and place it on their own forearm. The grounding pad icon turned green. The customer pressed on the grounding pad on the patient, and moved the pad, but the icon stayed red. The tse advised that it was possible that the patient's skin was too dry. The customer undocked the system and the icon then turned green. The tse advised that it was possible that the pad was now seated properly. The customer completed the case without using cautery,